Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd889485. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of gangrene, non healing wound, hospital acquired peritonitis with (B)(6), and hypotension in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced gangrene. On (B)(6) 2011, the patient was admitted to the hospital for below the knee amputation of right leg due to the gangrene. On an unreported date after surgery in 2011, the patient was diagnosed with an unspecified non-healing wound and hospital acquired peritonitis. Treatment included vancomycin ip (start date, dose, and frequency not reported). On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the events of gangrene, non healing wound, and hospital acquired peritonitis with (B)(6). On an unreported date, the patient experienced peritonitis and hypotension. On (B)(6) 2011, the patient was admitted to the hospital for the peritonitis and hypotension. On an unreported date during hospitalization, the patient's pd catheter was removed, dianeal and extraneal therapies were withdrawn, and the patient was started on hemodialysis. Treatment was not reported. The outcome of the events of the peritonitis and hypotension were not reported. The nurse reported that the gangrene, non healing wound, hospital acquired peritonitis, and peritonitis were unrelated to dianeal and extraneal therapies. The nurse did not provide an opinion of causality for the event of hypotension.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 2 of 2 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.